Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 08/06/1998 and has no repair history at zimmer surgical. Evaluation of the device observed that the head and control bar were damaged. It was also observed that the swivel was frozen and would not rotate, and that the width plates were modified. The motor was also observed to be "sluggish", but ran within specifications. Prior to repair, the device was outside of calibration specifications at the zero thickness setting on the right and left sides. The cause is likely the user not maintaining the device per preventative maintenance and improper handling. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome was not working. Additional clinical follow up with the customer indicated that the device was not being used on a patient when the issue occurred. It was further reported there was no patient injury, increased surgical time or medical intervention. An additional device was available onsite to complete the procedure.